Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the sleeve of the port was broken. The obturator, trocar and circular seal appeared intact. The obturator was received inserted into the cannula; prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken sleeve on the port may occur when mishandled during clinical application. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The instrument got stuck in the cannula. Another manufacturer's trocar was used in order to complete the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the cannula broke. The account is stating that, within the last month, it seems like the cannula is tapered smaller and was not allowing 5mm instruments the same space as usual. Another manufacturer's trocar was used in order to complete the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.